Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was extracted due to infection. Via fluoroscopy, no signs of externalized conductors were noted. However, upon extraction, a visual inspection revealed externalized conductors. The lead was explanted and replaced. The patient was given medication and will be monitored.

Manufacturer narrative:
External insulation abrasion was noted at 43.0-44.1cm from the helix, consistent with lead friction to another device. Internal insulation abrasion was noted at 8.2-8.9cm, 30.3-31.1cm, and 35.5-36.0cm from the helix. The etfe coating was intact at these locations.